Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was confirmed that there was no deformation in the area where foreign matter remained. It was confirmed that the instructions for use (IFU) is being implemented. The detection method is described in chapter 3 preparation and inspection of the gif-1200n operation manual. Instruction manual gif-1200n cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation it was found that a foreign object came out of the nozzle due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the bending section cover, the connecting tube both has a scratch, the adhesive on bending section cover has a chip, the adhesive on bending section cover has white-clouded area, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, the adhesive around objective lens, the adhesive around light guide lens was peeled, and on water detection sticker 1b, the dots are smudged and connected. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had air supply failure and insufficient angle. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.